Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. H6-component code- suggested code: mechanical (g04) stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: anterior knee pain; mild stiffness; radiolucency; possible femoral stress fracture. This complaint has been confirmed by review of the provided medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported): (B)(6); persona femur cemented plus left size 9+ lot# 64849842. (B)(6); persona femoral distal augment cemented size 9, 9+ 5mm lot# 64728939. (B)(6); persona femoral distal augment cemented size 9, 9+ 5mm lot# 64804858. (B)(6); persona femoral posterior augment cemented size 9, 9+ 5mm lot# 64826733. (B)(6); persona femoral posterior augment cemented size 9, 9+ 10mm lot# 65042302.

Event description:
It was reported a patient had an initial left total knee arthroplasty followed by a revision 7 months later due to tibial and femoral instability. Subsequently, 6 months after the revision the patient was experiencing anterior knee pain and found radiolucency on radiographic imaging. A few months later, the patient had an episode of pain and stiffness and continued to display radiolucency at the 2 year follow-up. Patient reports distal thigh pain with a possible stress fracture and was told to wear a brace. At this time, no surgical intervention has been reported and all implants remain in place.

Event description:
It was reported a patient had an initial left total knee arthroplasty followed by a revision 7 months later due to tibial and femoral instability. Subsequently, 6 months after the revision the patient was experiencing anterior knee pain and found radiolucency on radiographic imaging. A few months later, the patient had an episode of pain and stiffness and continued to display radiolucency at the 2 year follow-up. Patient reports distal thigh pain with a possible stress fracture and was told to wear a brace. Has continued to display radiolucency at the three-year follow-up and at the four-year follow-up displayed findings of heterotopic ossification on radiographic imaging. At this time, no surgical intervention has been reported and all implants remain in place.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h6, h11. The updated investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.